Event description:
It was reported that the device gives upstream occlusion error even if there are no obstacles (occlusions). The issue was observed before use. There was no patient involvement.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. E1: address line 1(B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was detached/damaged. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log showed many "high alarm displayed: upstream occlusion" messages. Functional testing revealed a defective upstream occlusion (uso) sensor. The dso seal and uso sensor were replaced.